Event description:
A us distributor returned a monitor and reported that the monitor delivers pulse below lower limit.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (delivers pulse below lower limit) has been confirmed. Upon investigation, the monitor was unable to communicate with an electrode belt. The monitor's electrode belt had a burned pulse pin on the belt receptacle. The root cause for the damaged connector was excessive force. There was no adverse event that resulted from the damaged monitor.